Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable right ventricular (rv) lead presented to the emergency room (ER) due to a syncopal episode. Upon device interrogation it was noted the pacing lead impedance was greater than 2,500 ohms. There was also a decrease in intrinsic sensing measurements from 8.0 mv to 2.6 mv. The patient was admitted for a lead revision. The pre-operative check noted no capture at 6.5 volts at 1.0 ms. There was also no sensing and pacing impedance remained out of range. The lead was surgically abandoned and a new lead was implanted. There have been no adverse patient effects reported as a result of the revision procedure.